Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices used and explanted: (B) (4). A review of the manufacturing paperwork for this device has been conducted. A review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B) (6) 2007, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B) (6) 2009, a reintervention occurred to treat a type ii endoleak. Vessels communicating with the aneurysm sac were embolized. On (B) (6) 2010, the devices were explanted, and the pt was converted to open repair. The pt was reported to be in good condition.